Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Customer reported a properly seated lancet protruded past end cap of lancet device. No adverse event alleged. A request was made for the return of the device.